Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. The following was reported: "pt. Had a dualmesh plus biomaterial implanted in 2008. At some point thereafter the mesh failed to incorporate, contracted and caused substantial adhesions and defects to occur. He was hospitalized (B)(6) 2017. He underwent surgery on (B)(6) to remove and replaced the gore mesh, to take down extensive adhesions, and to remove a portion of his bowel due to diverticulitis. He suffered severe post-op ileus". It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium. Additional event specific information was not provided.

Manufacturer narrative:
Code 4316 (appropriate term/code not available) is being used for: duplicate complaint. See MFR report#: 3003910212-2019-00060.

Manufacturer narrative:
H6: corrected conclusion code.

Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog#, expiration date, di #. H4: added device manufacture date. H6: updated method/results codes, conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for prior mesh placement (op report on (B)(6) 2007 noted that surgeon cut through pre- existing mesh), and records for gastric sleeve surgery, previous hernia repair and cholecystectomy, were not provided. On (B)(6) 2007: history and physical. Recently admitted for a small bowel obstruction that resolved conservatively over a three day period. Came in yesterday with acute onset of generalized abdominal pain, nausea, vomiting that lead to abdominal distention. Cat scan showed a high grade small bowel obstruction. Admitted for IV hydration and had ng tube placed. Pmh: depression, asthma, tia¿s, acid reflux. Psh: pyloroplasty, cholecystectomy, ventral hernia repair. Assessment: high grade small bowel obstruction. Generalized abdominal pain. Nausea, vomiting. Plan: ng tube, rehydrate. If he should go to a complete small bowel obstruction, exploratory laparotomy will be recommended.¿ on (B)(6) 2007: operative report. Pre-op: high grade small bowel obstruction, generalized abdominal pain, asthma, abdominal distention. Post-op: high grade small bowel obstruction, internal hernia, morbid obesity, asthma. Procedure: exploratory laparotomy, lysis of extensive obstructive adhesions, repair of internal hernia, partial omentectomy. Indications: ¿has had multiple previous abdominal surgeries including mesh repair of a ventral hernia and a pyloroplasty. He presents with a high grade small bowel obstruction that we tried for 48 hours to treat conservatively without improvement. I recommended an exploratory laparotomy as he was complaining of more pain today. He had nausea, vomiting and could not tolerate a small bowel follow through with worsening of his small bowel loops.¿ ¿I reopened his midline incision and cut right through the center of the mesh. On entering the peritoneal cavity there was giant proximal small intestinal loops and you could seen [sic] decompressed small intestine. He had right lower quadrant pelvic adhesions and also loops were going through an internal hernia created by his omentum. I removed portions of his omentum to free up the omental hernia that the loops of intestine were running through. It was attached to his abdominal wall. This was causing a partial twist of the small intestine. He also had obstructive adhesions to his distal ileum in the right pelvis that we sharply took down to continue to free up his multileval [sic] small bowel obstruction. Once this was done all the decompressed small intestine started to fill with fluid. Because of the size of the small intestine I ran it backwards and decompressed 2 ½ liters of small intestinal fluid into his stomach and out his ng tube to allow closure. I ran the entire small intestine. There was no enterotomy. No significant serosal tears. There was no other internal hernias identified. These were completely repaired. All rents in any mesentery or omentum were either resected or closed. My sponge and instrument count was correct. I closed the midline with interrupted #2 vicryl vertical mattress sutures and skin closed with staples.¿ on (B)(6) 2007: discharge summary. ¿discharge diagnosis: high grade small bowel obstruction. Nausea and vomiting. Dehydration. Myocardial infarction. Coronary artery disease. Psychiatric illness. Acute delirium. Was admitted for a small bowel obstruction that was considered high grade with extremely distended small bowel. He was taken to surgery where an exploratory laparotomy and repair of his small bowel obstruction occurred. Post-operatively his course was complicated in that he developed a myocardial infarction, stabilized in the ICU. Main post-operative problem was a post-operative ileus that was unresponsive to maximal medical therapy. We had stopped all of his narcotics, placed him in reglan, ng tube hydration and placed a PICC line for tpn. Throughout this time at times [the patient], even though the two of us got along just great, he was very non-compliant and would cancer [sic] or deny multiple of our medical treatment plans. He would pull his ng tube when he wanted to and then would rebuild up with a large crampy abdominal distention and he would complaint [sic] about that to the point that it got so bad he would allow us to replace it. As he would be improving he would pull his ng tube a lot of times again. He refused testing including small bowel studies, cat scans and refused any medication to help this ileus and different things we would try. Eventually he improved. He was interestingly having multiple bowel movements. He was placed on a regular diet yesterday and when I came in to see him he was adamant that he was leaving.¿ on (B)(6) 2008: operative report. ¿pre/postop: ventral incarcerated incisional hernia. Procedure: repair of ventral incarcerated hernia with mesh.¿ indications: ¿has had multiple surgeries at various hospitals. He has had upper abdominal mesh placed. Presents with periumbilical pain and periumbilical hernia with small intestine within this. It is nonstrangulated. Recommended to prevent complications for him that this be repaired. ¿periumbilical incision was made above and below and through the umbilicus area. I separated the umbilicus and had two ventral hernias, one near the umbilicus and one just above this. I connected the fascia making one large hernia sac and took the small intestine down off the anterior abdominal wall. A piece of gore mesh was sutured circumferentially to help the fascia. It was gore dual mesh with #2 prolene sutures. The denuded fascia was closed back over the top of the mesh after it was irrigated with antibiotic solution with #1 prolene, subcu was reapproximated with 3-0 vicryl and the skin was closed with staples.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05301766) was implanted during the procedure. On (B)(6) 2008: discharge summary. ¿discharge diagnosis: large ventral incisional hernia. Prolonged post-op ileus. Admitted with an incarcerated ventral hernia. Had a successful repair but like he has had multiple times in all procedures in the past he developed a significant post-op ileus. No evidence of an obstruction. No signs of infection. He had to have a PICC line placed and tpn started due to the prolonged ileus but he has had this on all other procedures that have been done. He is allergic to reglan and other medications used to try to treat this. Eventually on the 15th his ileus resolved, his ng tube was removed and his diet was advanced. On the 16th he was felt stable to be discharged home. Throughout his incision was clean and dry.¿ records between (B)(6) 2008 and (B)(6) 2017 were not provided. On (B)(6) 2017: radiology. CT scan of the abdomen and pelvis with IV contrast and oral contrast. ¿indication: abdominal pain. Possible diverticulitis. Findings: s/p gastric sleeve bariatric surgery. Numerous diverticuli in the left side of colon and sigmoid colon. Moderate circumferential wall thickening involving several centimeters of the distal left colon with moderate injection of the percolonic fat consistent with edema. The findings are consistent with localized diverticulitis. Surgical mesh is noted within the anterior wall along the midline consistent with hernia repair. Impression: moderate extensive colonic diverticulosis with evidence of mild localized diverticulitis involving the left side of the colon as described.¿ on (B)(6) 2017: history and physical. ¿cc: recurring diverticulitis. Hpi: patient is a 61 y.o. Male who was transferred from king¿s daughters, when he presented there with left upper chest pain and abdominal pain. He describes his abdominal pain as having occurred as 5 episodes over the last 6 months, each lasting a week or two. His description is really more consistent with an episode that has never resolved. He is discouraged, saying that he went back to the emergency room multiple times, was only admitted once, and given the same antibiotic repeatedly. He indicates that he would tell me position [sic] at the emergency room and something else needs to be done, the prior treatment was in adequate. At his visit prior to this to the ER, they apparently did try a different antibiotic, but never referred him to a surgeon. The patient [sic] is in the left lateral aspect of the abdomen, an 8 out of 10 in severity, dull with sharp. He also has abdominal pain to the right of the midline, associated with what he believes is a hernia. I reviewed his CT scan and he does seem to have pretty significant diverticulitis, at about the level the umbilicus. He is also significant mesh in the midline, with no clear abdominal wall hernia. His abdominal surgical history is complicated with prior hernia repairs (with mesh visible on CT) and sbo¿s, as well as an open cholecystectomy. His body mass index is 37.59 kg/(m^2), with a rounded abdomen and a body habitus with central obesity. Abdominal exam is suggestive of recurrent small hernias up and down the abdominal wall.¿ exam: ¿gastrointestinal: abdomen very distended with what feels like a thin abdominal wall. Firmness in the midline at the midpoint, consistent with prior mesh, defects above that of about 2 cm and fullness and tenderness to the right of that. Mild guarding in the left lateral paramedian region, coinciding with the diverticulitis seen on CT scan. Impression: chronic recurring sigmoid diverticulitis, with in fact his symptoms seeming like he has absence of any resolution and just a persistent diverticulitis. Incisional hernias likely, with prior mesh placement, with likelihood of the old mesh may need to be removed at the time of surgery. Thin abdominal wall, prone to recurrent hernias.¿ on (B)(6) 2017: operative note. Procedure date: (B)(6) 2017. ¿pre-op diagnosis: recurring diverticulitis, multiple incisional hernias, multiple prior incisional hernia repairs with mesh. Post-op diagnosis: recurring diverticulitis, with most severe area of involvement in mid descending colon; multiple layers of mesh, including gore-tex extending into polypropylene; multiple midline incisional hernias. Procedure: open low anterior colon resection, with splenic flexure mobilization, after adhesiolysis; open appendectomy; bilateral musculofascial advancement flaps and repair of incisional hernias with retro-muscular phasix mesh; excision of multiple layers of mesh including polypropylene and gore-tex, several locations in the midline, some double layered. Indications: recurring diverticulitis, having been seen at king¿s daughters in the ER 5 times, admitted twice, but no offer for surgery. At last visit transferred here. Findings: ¿multiple midline incisional hernias. Polypropylene mesh as an overlay in the superior aspect of the abdomen, behind the anterior rectus fascia in the mid abdomen, with gore-tex retro-fascial in the lower abdomen, these overlapping in segments, not completely incorporated, resulting in wide defects of the abdominal wall after removal. Very firm area of induration in the mid descending consistent with active diverticulitis, requiring splenic flexure mobilization; 5 hour case. Recommendations: ng tube overnight; overnight ventilation recommended by anesthesia with ICU admission.¿ technique: ¿midline incision was made excising the old incisional scar. It was very difficult to get the midline, particularly in the inferior aspect for the muscle seemed to be splayed together. Ultimately I was able to get at the umbilicus but all the way up and down the abdomen, there was mesh this was extremely hard to get through, and I had to use the curved mayos. Kocher¿s were used and finally were able to enter the abdominal cavity and then began to dissect the bowel away from the anterior abdominal wall. Multiple loops of small bowel were adhered to each other, the anterior abdominal wall, and the colon, with the omentum wrapped around the small bowel and the colon. I finally got the omentum off of the transverse colon such that I could mobilize the rest the bowel, then came across the white line of told on the left pelvic brim and came upper in the splenic flexure. We then lifted the colon away from the left pelvic brim and ultimately identified the ureter. The area of induration was in the mid descending and thus it was clear that we would have to go all the way around the splenic flexure. The left colic vessel was tied off with the kelly. We then came across the splenic vessels with the echelon vascular load. I then took down the mesial rectum with the enseal. I had skeletonized the rectum and then stapled across it with the blue echelon load. We went back to the proximal colon use the doppler to identify good blood supply. I divided the mesentery with the enseal. I came across the colon with the pursestring device, then placed the look needle and divided that. We placed a 25 dilator and then a 29 circular anvil and tied that together. Betadine was used. We then cleared the pelvis and brought the dilator up and (B)(6) then brought up the stapling device. The shaft was brought out through the anterior aspect of the transverse staple line, engaged with the anvil brought down and fired. We insufflated under pressure without a leak. In so doing the tenia of the colon splayed and I had oversew that with interrupted 3-0 vicryl on the proximal colon. I then oversewed the entire anterior aspect of the anastomosis with 3-0 vicryl. We place a drain to the pelvis and brought it out through the far lateral aspect. The appendix was extremely long was tablet in some adhesions and thus I came across it with a kelly divided it sutured that with the 2-0 vicryl and then imbricated it with a 2-0 vicryl. We then began to think about closure. It took us about an hour and a half to take out the old mesh and this was extremely tedious. Ultimately it was apparent that we would need to have a lot of mobilization in order to get the abdominal wall closed. I did a bilateral musculofascial advancement flap on both sides, dividing the anterior and posterior rectus in the midline, dissecting out far lateral, he having a very wide rectus. I then went more lateral than this and divided the fascia so that the fascia could be mobilized more medially. This worked well except at the superior aspect with a open cholecystectomy had been carried out where there was a lot of adhesion of the muscle layers. I did this on the left side as well. The drain did go through the posterior rectus fascia despite being out far lateral. I then reapproximated the posterior rectus fascia with running 0 pds. Prior to this a irrigated with bacitracin solution. I then placed phasic smash [sic] over this that extended all the way out past the relaxation of the fascia. This was somewhat of a diamond shape due to the inability to mobilize that the cholecystectomy site. I secured at the superior and inferior aspect with 0 pds. Drain was placed over that and brought out through the left upper quadrant. The anterior rectus was then closed with a running 0 pds. Again we spend a lot of time just cleaning up the subcutaneous space where there was an enormous amount of mesh. We irrigated again and placed drain in the subcutaneous space and closed that with interrupted 3-0 vicryl and then the skin with staples.¿ on (B)(6) 2017: surgical pathology report. ¿specimen: large intestine, left/descending colon, descending, sigmoid, rectum and appendix. Final diagnosis. 1. Left/descending colon, sigmoid, and rectum, segmental resection specimen: acute and chronic diverticulitis with evidence of early pericolonic abscess formation. Acute serositis, focal. Reactive mesenteric lymph nodes. Negative mucosal margins. Negative additional colonic ¿donuts¿. Veriform appendix- patchy acute serositis and adhesions. Gross description. Received in formalin labeled ¿large intestine, left/descending colon, descending, sigmoid, rectum, and appendix¿ is a 31 cm long and up to 4 cm across tan segment of bowel stapled at one margin and open at the opposite. There is a 3 cm long incision 3 cm from the stapled margin. Adjacent to this incision, there is a large indurated diverticulum. The remaining bowel demonstrates multiple additional intact diverticuli and there is no abscess seen in the surrounding adipose tissue. Five lymph nodes are identified in the surrounding adipose tissue. Separate in the container are two colonic donuts 2.3 x 2.2 x 2.2 cm in aggregate without grossly identified discrete masses. Also separate in the container is a 12.8 cm long and up to 0.8 cm across tan vermiform appendix with some congestion, but no identifiable exudate or perforation. There are some adhesions at the distal tip. The wall is up to 0.3 cm and the lumen is up to 0.5 cm and there are no discrete masses. Representative sections are submitted as follows: 1a-1b - the open surgical margin, 1c-1c - the stapled surgical margin, 1e-1f - representative sections of diverticuli with a large indurated diverticulum, 1g-1h - five lymph nodes, 1i - colonic donuts, 1j - bisected distal tip and black inked proximal cross-section margin of appendix, 1k-1m - the remainder of the appendix. Microscopic description. Performed, incorporated in diagnosis. Embedded images.¿ on (B)(6) 2017: discharge summary. ¿primary diagnoses: recurring and acute diverticulitis, with abscess. Secondary diagnoses: multiple incisional hernias, with prior hernia repair x 3 (at least) with both overlay and underlay mesh, polypropylene and gortex. Prolonged post op ileus requiring tpn. Hospital course: admitted to the hospital for surgery, having been seen in the ER at king¿s daughters repeatedly for tx of diverticulitis. His surgery was lengthy and complicated. Follow up with dr. (B)(6) in the office in 21 days.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.